Manufacturer narrative:
Complaint conclusion: information received from a sales representative indicated that a jr 4 sh guiding catheter had kinked and twisted into a knot. The physician was trying to cannulate the right coronary artery when it was decided to scan the body under fluoroscopy at which point it was noted that the catheter had collapsed on itself and twisted into a knot at the aortic bifurcation. After much work the physician was able to remove it with a snare form the opposite leg after inserting an 8fr sheath and removing the catheter through the sheath. The procedure was rescheduled for the following day. There was no anomalous takeoff of the right coronary artery, but the aorta at the iliac was a bit tortuous. There was no injury to the patient reported. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The forming parameters, shape master and the forming wire used to manufacture this catalog number were reviewed, and they were correct. The catheter shape master used was compared against the number of the catheter shape description, and it is the correct shape master. The forming machine parameters were reviewed and no anomalies were found. The torque results were reviewed and no anomalies were found. Without the return of the device the reported event of the catheter twisting into a knot and representing withdrawal difficulty could not be confirmed. Cannulation difficulty is a known procedural occurrence and involves a certain amount of torquing. The consequences of cannulation difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Cannulation difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing. Review of the information provided suggests that the patient's anatomy, tortuous at the iliac artery, may have contributed to the reported torquing and cannulation difficulty consequently resulting in the knot and the withdrawal issue. There is nothing in the reported information or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.

Manufacturer narrative:
.

Event description:
As it was reported, during a heart catheterization and trying to canulate the right coronary artery and the doctor stopped and looked down the body with fluoro and noticed the catheter had collapsed on itself and twisted into a knot at the aortic bifurcation, but did not frayed. After much work the physician was able to remove it with a snare form the opposite leg, an additional stick was made to opposite femoral artery and an 8fr sheath placed and the catheter was snared and pulled through 8fr sheath, and proceed with the procedure the next day. There was no injury to the patient reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.